Manufacturer narrative:
It was mistakenly omitted from the initial report that a burning smell was also coming from the vicinity of the sterrad® sterilizer. Concomitant medical products: device available for evaluation correction from no to yes device evaluated by MFR: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze and smells/odor issue, and system risk analysis (sra). ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release ¿trending analysis of the smoke/haze and smells/odor issue was reviewed within the past six months and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿ the vacuum pump was returned and tested. The vacuum pump caused a circuit breaker to trip which prevented further testing. The reason for return was confirmed. The assignable cause of the smoke/haze and smells/odor issue is the vacuum pump. The field service engineer replaced this part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Date of event correction from 8/13/2019 to 8/12/2019. Asp complaint ref #: (B)(4).

Manufacturer narrative:
The vacuum pump was returned to the supplier for further evaluation to determine why the vacuum pump may have caused the circuit breaker to trip. The component was found to be in good condition externally. Further evaluation found that the vacuum pump oil was severely contaminated, worn out, had water in it, and the component lacked good preventative maintenance. The smoke resulted from the pump running without oil as the electric motor will drive the pump with or without oil. If the pump continues to the point where the rotor of the pump locks up due to heat and friction, this would cause a circuit breaker to trip and thus shut down the system. There is no protection on the mechanical pump, but the electric motor is agency evaluated, certified and the insulation of the pump would mitigate a fire to occur. The electrical motor is ce marked. Therefore the likelihood of a fire occurring in very low, due the certification and testing that the motor goes through. The issue has been resolved at the customer facility. Asp complaint #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump was replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. (B)(6). (B)(4).

Event description:
A customer reported an event of a "smoke" or haze emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.